Event description:
Patient was scheduled for a removal and reinsertion of a central venous mediport. The old mediport was scheduled to be removed due to it not functioning properly. Upon visualizing the port at the beginning of the procedure, the surgeon notes it was not functioning properly due to the catheter being broken in two pieces. The surgical team then proceeded to remove the catheter following normal procedures and the catheter began to shatter into different fragments. This catheter is defective and put the patient at further risk for harm. The surgical team removed all fragments of port and did not reinsert new port.